Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Implant date: unk. Explant date: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -15.00/+1.0/100 (sphere/cylinder/axis) into the patients left eye (os). The lens was reported as excessive vaulting and significant reduction of irido-corneal angles. The lens remained implanted. The cause of the event was due to sizing error due to acd. Additional information has been requested but none has been forthcoming.